Event description:
The user is reporting the device was not able to properly analyze the patient's rhythm. There is no known health impact to the patient.

Manufacturer narrative:
Updated awareness date.